Event description:
It was reported, that during start up, a 980 ventilator would generate an alarm and the screens would remain black. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
A cable, breath delivery (bd) power distribution printed circuit board (pcb), direct current (dc) to dc pcb and bd controller pcb were returned to covidien/medtronic¿s product analysis. A visual inspection was performed and no notable conditions were found. No errors were recorded in the diagnostic logs. The cable, bd power distribution pcb, dc to dc pcb and bd controller pcb were installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.